Event description:
During a remote follow up, undersensing was noted on the device. Abbot technical support was contacted. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received indicating that provocative testing was performed and the most current settings were determined to be the optimal programming. No changes were made to the programming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.